Manufacturer narrative:
(B)(4) has been issued for the return of this device. A replacement has been ordered to remediate this issue. Invacare provides a user manual part no. 1163197 rev d for the insignia. It is unknown if the consumer and the assistant fully read and understands the user manual. There are tipping and using staircase warnings and instructions in the user manual that may have prevented the breakage of the handle on the wheel chair. It is unknown of the consumer followed the following warning and instructions. According to the initial report there was only one assistant. On page 13 there are tipping warnings and instructions. Page 13 warning: "do not tip the wheelchair without assistance. Always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately." It is unknown if the consumer had step tubes on the wheel chair. Tipping instructions: "when tipping the wheelchair, an assistant should grasp the back of the wheelchair on a non-removable (non-detachable) part. Inform the wheelchair occupant before tipping the wheelchair and remind him/her to lean back. Be sure the occupant's feet and hands are clear of all wheels and/or pinch points. After mastering the techniques of tipping the wheelchair, use one of the following methods to tackle curbs, short stairs, etc. Method 1 - wheelchair with step tubes" note: for this procedure, refer to figure 2.3. Place foot on the step tube and begin to tilt the wheelchair toward you. Apply a continuous downward motion until the balance point is achieved and the front casters clear the curb. At this point, the assistant will feel a difference in the weight. Roll the wheelchair forward and slowly lower the front of the wheelchair in one continuous movement onto the sidewalk. Push the wheelchair forward until the rear wheels roll up and over the curb." Method 2 - wheelchair without step tubes" "note: for this procedure, refer to figure 2.4. This method requires two assistants. The second assistant should be positioned at the front of the wheelchair lifting upward on a non-removable (non-detachable) part of the wheelchair frame when lifting the wheelchair and stabilizing the wheelchair when the wheelchair is being lowered to the ground. The first assistant should stand on the sidewalk and turn the wheelchair so that the rear wheels are against the curb. Turn the anti-tippers so the anti-tip wheels are pointing up. The wheelchair should be tilted back to the balance point and, in one continuous upward movement, the rear wheels should be pulled up and over the curb. Do not return the front casters to the ground until the wheelchair has been pulled backward far enough for the front casters to clear the edge of the curb. Roll the wheelchair backward and slowly lower the wheelchair in one continuous movement. Turn the anti-tippers so the anti-tip wheels are facing down." It is unknown if the wheel chair dropped at any time causing excess force on the handle. Page 14 warning tipping: "when lowering the front casters of the wheelchair, do not let the wheelchair drop the last few inches to the ground. This could result in injury to the occupant and/or damage to the wheelchair." Page warning for using the stairs: "always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." It is unknown if the hand grips were checked before using the stairs. "Do not attempt to lift a wheelchair by lifting on any removable (detachable) parts. Lifting by means of any removable (detachable) parts of the wheelchair may result in injury to the user or damage to the wheelchair. Always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately. Extreme caution is advised when it is necessary to move an occupied wheelchair up or down the stairs. Invacare recommends that, if possible, the user be removed from the wheelchair prior to moving. Invacare recommends using two assistants and making thorough preparations. Make sure to use only secure, non-detachable parts for hand-held supports." It is unknown if there were two assistants. There should be two assistants when there are no stair tubes. "Stairway instructions: note: for this procedure, refer to figure 2.5 on page 14. Follow this procedure for moving the wheelchair between floors when an elevator is not available: if necessary, rotate the anti-tippers so the wheels are facing up. After the wheelchair has been tilted back to the balance point, one assistant (in the rear) backs the wheelchair up against the first step, while securely grasping a non-removable (non-detachable) part of the wheelchair for leverage. The second assistant, with a firm hold on a non-detachable part of the framework, lifts the wheelchair up and over the stair and steadies the wheelchair as the first assistant places one foot on the next stair and repeats step 1. The wheelchair should not be lowered until the last stair has been negotiated and the wheelchair has been rolled away from the stairway. If necessary, rotate the anti-tippers so the wheels are facing down."

Event description:
The caregiver was taking the consumer in the chair up the stairs, when the handle allegedly broke off. No injury is alleged.